Event description:
Reporter indicated that a dell handheld computer's screen was freezing each time the physician tried to program a vns system. The site reseated the flashcard and sometimes allows it to resolve on its own. Good faith attempts to obtain additional info have been unsuccessful to date.